Manufacturer narrative:
This report was received from the FDA, medwatch (B)(4). As no customer info was provided, no further info could be obtained. Without the contact info, actual product, or specific event info, a complete analysis cannot be conducted. Info provided in the medwatch brings the lot number provided into question. The date of event is reported to be (B)(6) 2007, but the lot number indicates that the product was mfg in (B)(6) 2007.

Event description:
Medwatch (B)(4) reported that a pt had right shoulder bankart, reverse bankart, and slap repairs with intra-articular placement of pain pump. Pre-op had no arthritis, but now has chondrolysis of his right shoulder. Date of event: (B)(6) 2007.